Manufacturer narrative:
Continuation of d10: product ID nv unk pipeline (lot: unknown); product type: ; implant date n/a; explant date n/a product ID nv unk pipeline (unknown); product type: ; implant date n/a; explant date n/a citation: xu, h., dong, l., wei, d., wang, j., wang, z., wang, c., peng, q., chen, x., li, m., zhao, y., lv, m., jiao, y.. Nomogram for predicting new-onset visual symptoms after pipeline embolization device treatment in patients with ophthalmic artery aneurysms: a retrospective, multicenter study for model development.... Neurosurgical review 48(1) 2025. Doi:10.1007/s10143-025-03886-3 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: nomogram for predicting new-onset visual symptoms after pipeline embolization device treatment in patients with ophthalmic artery aneurysms: a retrospective, multicenter study for model development and validation the time frame of this study was: january 2016 to september 2024, with a mean follow-up of 15.24 months. The following medtronic devices were used: patients treated with a pipeline embolization device (ped), including ped classic and ped flex were included in the study. There were 669 patients treated with peds included; 157 were treated with the ped classic and 512 with the ped flex. Deaths occurred in the study population. Two patients were noted to have died during the study. The causes of death were not specified. Among patient adverse events included: - new-onset visual symptoms (nvs) occurred in 58 patients. These included visual blurring (29 patients), visual field defects (12 pa tients), amaurosis (10 patients), diplopia (7 patients). - there was 1 case of permanent visual morbidity (visual blurring due to ophthalmic artery occlusion). - ophthalmic artery occlusion occurred in 20 patients. - in-stent stenosis =50% occurred in 17 patients. - in cases where post-deployment imaging demonstrated inadequate wall apposition, balloon angioplasty was performed to optimize device apposition. Balloon angioplasty was used in 12 cases. No further information was provided pertaining to medtronic products.